Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, after the pump reset, the pump time was incorrect. Customer's blood glucose level was 224 mg/dl. Reportedly, the customer successfully adjusted the pump time and continued using the pump for insulin therapy.